Event description:
Encountered notching even with 7 degrees flexion in femoral component. Case type: (B)(4). Update: what is the estimate of the notch? A couple millimeters. By whom was the notched noticed? Dr. (B)(6). When was the notch noticed? Post op.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 317 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported event for the listed catalog number (pr1736744, 1730336, pr1443555, pr1574869, pr1597920, pr1636892, pr1694868 and pr1689895). Conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values and bone preparation checkpoints was completed. When reviewing the femur segmentation, it was confirmed that a section at least 20mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The application software displayed the notch warning after the femoral component was extended by >= 1.5 degrees or translated by >=1.5mm from the implant plan which is within the accuracy tolerance region. All other area so the investigation found error values with the accuracy tolerance region. No system defect or malfunction is suspected.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Encountered notching even with 7 degrees flexion in femoral component. Case type: tka. Update: what is the estimate of the notch? A couple millimeters. By whom was the notched noticed? Dr. (B)(6). When was the notch noticed? Post op.